Event description:
It was reported that the balloon catheter leaked during procedure preparation. The patient was not impacted as a result of the event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned devices revealed that the balloon catheter tip was deformed; the catheter lumen was jammed and occluded with the guidewire gathered up inside the balloon. Although during function testing the alleged anomalies were not able to be confirmed due to condition of the returned device, no evidence of the leaked/burst device was detected during inspection. Information available indicated that the device was prepared per direction for use (dfu) and confirmed to be in good condition prior to use. It is likely that the observed deformation caused by the bunched up guidewire was perceived as the balloon being heavily damaged. The manufacturer has reviewed all information and determined this event no longer meets the requirement of a reportable event for the device in question.

Event description:
It was reported that the balloon catheter leaked during procedure preparation. The patient was not impacted as a result of the event.